Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the vacuum tubing connector on the acrobat-I stabilizer suddenly detached from the stabilizer foot. A replacement device was used to complete the procedure. The hospital did not report any patient effects.